Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with report of a shock from their implantable cardioverter defibrillator (ICD). Evaluation found the shock resulted from a supra ventricular tachycardia (svt) and was considered inappropriate. Follow-up indicated the patient was admitted to the hospital where cardioversion was performed and rate control medication prescribed. No changes were made and the ICD remains in use. No further patient complications have been reported as a result of this event.